Manufacturer narrative:
The complaint device was not returned for investigation. No device malfunction was reported. Based on the review of the complaint and lot history record, no device non-conformance was observed. Uterine perforation is a well-recognized potential adverse event associated with diagnostic hysteroscopy and is adequately described in the aveta system user manual that states: "uterine perforation may result in possible injury to bowel, bladder, major blood vessels and ureter".

Event description:
During a hysteroscopic procedure performed by a resident physician, after advancement of the hysteroscope, the fluid deficit began to climb rapidly and the system issued a warning of a possible perforation. A false passage or perforation was suspected and the procedure was aborted. Diagnostic laparoscopy was performed to assess the extent of the uterine perforation. Despite multiple follow-up attempts by the company to confirm the patient's post-operative condition, no response has been received from the facility.